Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system cat12 aspiration catheter (cat12), a non-penumbra sheath and a guidewire. During the procedure, the physician gained right common femoral access using the cat12 and the sheath. Subsequently, after completing 2-3 passes, while advancing the cat12 into the popliteal vessel of the left leg, the physician encountered resistance and noticed a kink on the cat12 under fluoroscopy. Therefore, the physician decided to retract the cat12. While retracting the cat12, the cat12 broke into two pieces at mid-shaft. The physician then used a snare device and removed the remaining part of the cat12 from the patient's body. The procedure was completed using a new cat12 and a new non-penumbra sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat12 confirmed the device was fractured. Evaluation also revealed kinks at and between the two fractures on the catheter. This indicates the catheter fracture was likely the result of a kink. If the device is forcefully manipulated against resistance, the device may become kinked. Further manipulation of a kinked device against resistance may cause the catheter to subsequently fracture. Evaluation revealed an additional fracture. This break was likely incidental and may have occurred during the snaring process. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.